Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event was identified: glenoid radiolucency. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Review of event description: it is reported that a patient had a as glenoid component implanted on (B)(6) 2014 on the left shoulder. During clinical trial follow-up visit it was found that patient had grade I glenoid radiolucency at 2 years. The patient has bilateral shoulder replacements. Review of received data: x-rays of the 6 week follow-up as well as the ones of the 6 month, 12 months and 24 month follow-up are available. On the ap external view of the 6-weeks follow-up a radiolucent line is visible on the inferior half of the glenoid interface with bone/cement. The same line is visible also at 24 month follow-up. At 24 months a slight radiolucent line is visible around the inferior glenoid peg. The available documentation describes that the patient with bilateral shoulder replacement is doing well (office visit dated (B)(6) 2017) and no complaints about the shoulder are reported. The surgical report of implantation reports that some bone grafting was performed at the glenoid before implantation. No other conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer. Surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Root cause analysis: the available documentation describes that the patient with bilateral shoulder replacement is doing well and no complaints about the shoulder are reported. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in these cases, without any clear link to a device failure, the severity is rated as negligible. Radiolucent lines surrounding cemented glenoid implants are a well-documented phenomenon, and no specific features of the device are causative to a heightened failure rate. The clinical correlation between lucent lines and component loosening is still unclear. Component loosening of the glenoid is associated with several patient and technical factors. Conclusion summary: the available documentation describes that the patient with bilateral shoulder replacement is doing well and no complaints about the shoulder are reported. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in this case, without any patient complaint or indication of a possible device failure an exact root cause of radiolucency cannot be determined as the event is associated with several patient and technical factors. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
X-rays, surgical report (implant operative report) were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid on the left side on (B)(6) 2014. Currently, the patient is being monitored due to glenoid radiolucency. This is a bilateral claim. Right side complaint: (B)(4).